Event description:
Date: on june 2, 2003 customer reports that in 2003 procedure: cystoscopy under general anesthesia event: male pt was in lithotomy position for a cystoscopy. Pt was given general anesthesia and was asleep for the procedure. Pt's legs were position in lithotomy position using infinity stirrups. Stirrups secured to our table with our universal clamps. Universal clamps positioned 1-2 inches from perineal end of tableside rail. The pt's arm extended away from the pt's body and was extended off the table toward the tower. There was no room between the universal clamp and pt's thigh to secure the arm to the side of the pt. Table was moved toward the tower to facilitate procedure. Hand became trapped between the tower and universal clamp. Pt could offer no complaint of pressure or pain as pt was asleep. Upon examination of pt's hand after the procedure, there were red pressure marks on the pt's fingers. All but one finger regained its normal color by time pt was removed from the urology table. One remained red upon transport to recovery. The pt is doing well and rptr is not aware of any permanent injury.

Manufacturer narrative:
There is a side board included with each table for use in this type of instance, but was not in use. Perhaps due to some loss of lateral table movement (or the user unaware of its availability). According to customer, distributor's people instruct users of the table on all pinch point issues as a safety issue when the installation is complete. Corrective action: a pair of wristlets (pn235081) will be sent to the customer free of charge to be used in similar situations as arm restraints. This standard accessory is equipped with velcro wrist straps to restrain pt arm movements, without losing any lateral movement. No equipment malfunction. Issue of application training of staff for pt safety points and accessories to be used during procedure.